Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm issue on (B)(6) 2026. The blockage was located in the tubing the blood glucose level was 500 mg/dl and the patient was treated with correction bolus via pump.the patient replaced the infusion set and resumed insulin deliveries successfully. No further information is available.